Event description:
It was reported that during the explant of the device, an insulation defect was discovered in the right ventricular (rv) lead. The physician decided to replace the whole system. A new device and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: kdr901, implantable pulse generator, (B)(6) 2003; 457445, implantable pacing lead, (B)(6) 2003. (B)(4).